Manufacturer narrative:
It was reported that the products would be returned. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead were explanted due to a patient infection. It was further reported that this patient has a history of (B)(6). The patient developed septic arthritis to the left shoulder post the device implantation. No further adverse patient effects were reported.